Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the defect reported could not be verified. The following activities were performed service & repair functions as per pr000949. Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Could not duplicate the customer's complaint of multiple wands kept sparking. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. Unit was upgraded to arc detect compatibility as per the service manual. Also unit's software was upgraded to the latest revision, v01.11ad. The scratched top plate and missing dust cover were replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 3 of 3 for the same event. It was reported by the sales rep that during rotator cuff repair surgical procedure, multiple wands were tried but kept sparking. According to the report, the sparking occurred in the patient's joint space with two of the customer's vapr s90 electrodes with hand controls. The sales rep stated that the generator settings were set to default 240/120 and canisters were used for suction. The sales rep stated that the electrodes were only on for a few minutes before the sparking occurred and were not used continuously. The sales rep stated that the device were not near metal or buried in tissue. The sales rep stated that the electrodes were not reprocessed devices and were new electrodes out of the box. The sales rep reported that the surgeon completed the procedure with a third electrode and a second generator with no delay and any other issues. The sales rep stated that the doctor was fine with the end results and was happy. The sales rep stated that he believed the generator was at fault for the failure. The sales rep was not present for the case therefore could not provide any further information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.